Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low gradually decreasing pacing impedance measurements lower than 200 ohms. Technical services (ts) noted there was no noise or oversensing and troubleshooting options were discussed. Additionally, it was noted on latitude nxt that the longevity for this ICD had reduced; however, ts stated this was related to rv pacing and elevated heart rate, ts noted normal battery function. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.